Event description:
It was reported that a malfunction occurred on the customer's insulin pump, which was identified with malf 12 and had been reported multiple times previously. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.